Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set was not going into the site due to difficulty in activation of spring on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.